Event description:
It has been reported to philips that system did not start up as the counter got stuck when it reached 00:00. The device was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which returned the device to use in good working order. A philips service engineer inspected the system on site. It was identified that flexvision and hdd was failing. The flexvision has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not boot up. Review of the system log file showed ¿error: fatal: failed to initialize all grabber cards¿. Upon further inspection, fse found the flex vision pc to be faulty. Fse replaced the flex vision pc. After replacing the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.